Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced shocks and presented in the emergency room. Upon interrogation, counting of both p and r waves on the right ventricular (rv) lead was noted, leading to ventricular fibrillation detection and inappropriate shock therapy. Tachycardia therapy was disabled. The patient was brought to the electrophysiology lab for lead revision. Fluoroscopy revealed the rv lead had pulled back to the tricuspid valve. The lead was explanted and a new rv lead was placed without complication on (B)(6) 2021. Post-procedure the patient was stable.